Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "dr. (B)(6) had a f/u appointment with a pt that underwent a t10-ilium fusion in august. He told me today that while looking at her x-rays, he noticed that a screw head had popped off of the screw at the l4 level. He is not planning on revising the hardware because her symptoms do not coincide with the broken hardware."